Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer ("screen remains black with spatula") was confirmed. Overall, the following defects were found: · no image · led flickers · led is dim · blade damaged · weld seam broken · leaking · moisture has entered · cover discolored the device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use by the user or a reprocessing issue. The instructions for use state that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the screen remains black with this blade. No negative impact in state of health reported.